Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that an oily substance was noted in packaging of the intra-aortic balloon (iab) catheter kit. The substance migrated to plastic covering upon opening. There was no reported injury to the patient. This submission is for the 2nd iab used.